Event description:
T was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station required a carefusion network login, and the time was also off by 3 hours. The customer stated that this malfunction caused a delay in dispensing the medications to the patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used this incident, it was determined that the station required a carefusion network login, and the time was also off by 3 hours. The technical support specialist (tss) remotely accessed the station to observe for any system pop-ups and monitored its behavior. After restarting the station, the tss logged in using the cfnapp account and followed knowledge article (device time is incorrect) to verify the time settings. Upon investigation, the tss restarted the w32time service and discovered that the configured ntp (network time protocol) server was not aligned with aria¿s specifications. The specialist then consulted the customer to obtain permission to reset the ntp settings. Using version 4 of the same knowledge article, the tss manually updated the time settings via command promptcmd), ensuring that the system was correctly synchronized. The system functioned as intended after the technical support specialist troubleshot the device.